Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR reports: 3006705815-2020-01826, 162741627487-2020-04582, 1627487-2020-4583, 1627487-2020-04584, 1627487-2020-04586 and 1627487-2020-04587. It was reported the patient's scs system was explanted due to the patient not receiving effective stimulation therapy. Reportedly, the patient experienced a change in therapy and stopped using the device. The date of the explant procedure was undetermined at this time.